Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was in back-up mode due to magnetic resonance imaging (MRI) performed. As a resolution the ICD was reprogrammed. There were no patient consequences.